Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, the lead exhibited poor pacing thresholds. A chest x-ray revealed perforation. The lead was explanted and replaced.